Event description:
A user facility registered nurse (rn) reported the heparin line pulled out from the blood line, creating a hole and spraying blood. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.